Event description:
It was reported that during a breast biopsy procedure, no chance to deploy the collagen marker. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Introducer sheath detached from handle the analysis confirmed that the mam3008 applier (a) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. An investigation has been initiated to address the root cause for deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis confirmed that the mam3008 applier (b) was received with the tube detached from the handle and without the collagen plug present. Functional test could not be performed due to the condition of the returned applier. An investigation has been initiated to address the root cause for deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gm4u, expiration date: 04/2014, manufacturing date: 05/2009. Introducer sheath detached from handle. The analysis confirmed that the mam3008 applier (c) was returned in good physical condition and with the collagen plug and clip present. The firing mechanism was tested and it deployed the collagen plug with the clip as intended. Event described could not be confirmed as the marker was present and it was deployed without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # f9gm4u, expiration date: 04/2014, manufacturing date: 05/2009. The analysis confirmed that the mam3008 appliers (d, e) were received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned appliers. An investigation has been initiated to address the root cause for deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (d, e) additional information: batch # f9gm4u, expiration date: 04/2014, manufacturing date: 05/2009. Introducer sheath detached from handle. The mam3008 device (f) was received with the introducer tube sheared off at the distal end and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: batch # f9gm4u, expiration date: 04/2014, manufacturing date: 05/2009. Clear tip sheared at distal tip. The mam3008 applier (g) was returned in good physical condition and already deployed (without the collagen plug). The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # e9fm2y, expiration date: 04/2014, manufacturing date: 05/2009. The mam3008 applier (h) was returned in good visual condition. The analysis revealed that the introducer tube was not fixed and rotates inside the handle. The tube rotation did not affect the firing mechanism that was fully functional. Although the event could not be confirmed; an investigation has been initiated to address the root cause of the deployment and introducer tube rotation issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device h additional information: batch # e9ev23, expiration date: 02/2013, manufacturing date: 03/2008. Introducer tube rotation.